Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred during bolus delivery. Customer changed out pump supplies to address the alarm and resumed insulin delivery, but recurs during bolus. Customer's blood glucose was 159 mg/dl.